Event description:
It was reported that after t1 was deployed, t2 fell off. T2 was removed from the patient, but failed to remove t1, t1 remained fixed in patient. There was no significant delay or patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint report is: ¿after t1 was deployed, t2 fell off¿. The device is used. Anchors are situated inside the needle track with suture and would have no reason to fall off without twisting or flexing of the delivery needle. The device shows no obvious damage. There are no signs of aggressive use. There is no apparent twist bend or bow of the delivery needle. T1, t2 and suture were not returned. Complaint indicated that t1 remains in the patient. Functional test cycled and actuated the deployment mechanism as intended. No mechanical problem was found with the device returned. No root cause related to the manufacture of the device can be established. No further investigation is warranted.